Manufacturer narrative:
No motor error alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was experiencing multiple high blood glucose. The customer¿s blood glucose level during the incident was 467 mg/dl. The customer¿s current blood glucose level was 160 mg/dl. Troubleshooting was performed. They reported that they had received two motor error alarms at 9am and 10am. The device will be returned for analysis.